Event description:
The pt reported that he has experienced an increase in his resting heart rate though he notes no change in stimulation from his enterra device. The pt was receiving physical therapy and therapeutic ultrasound when his device was reprogrammed. Further info is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.